Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that to resolve the shocking sensation impedance was checked and program changed on (B)(6) 2024. They also changed the frequency and pulse rate to a setting in which the patient was not feeling the sensation they described as shocking. It was reported that the issue was resolved and has not resurfaced.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2uvmj, implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention. It was reported that patient describing a shocking pain she occasionally experiences. We have turned device off and she stopped experiencing shocking sensation. Patient also experienced pain and discomfort. Device has been reprogrammed and will follow up in two weeks.